Manufacturer narrative:
Patient weight is unknown. It was reported the patient expired less than 24 hours after the revision surgery; the patient either expired on (B)(6) 2016. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Prodisc inferior endplate, part pdl-l-ip00s, lot 9807672: manufacturing location: (B)(4) manufacturing facility. Manufacture date: august 12, 2015. Expiration date: june 30, 2020. Review of the DHR¿s for pdl-l-ip00s and (B)(4), lot 5260451 indicate there were no manufacturing discrepancies relevant to the complaint condition. Parts were processed normally and evaluated at incoming inspection. There were no relevant non-conformances that would have contributed to the complained condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 which was 72 hours after a l4/5-l5/s1 total disc replacement performed, a patient was climbing stairs and felt a crunch and pain in low back. The patient then underwent an anterior removal of prodisc-l with revision to a non-synthes device on (B)(6) 2016. The original surgery was performed on (B)(6) 2016. Reportedly, the patient had an enlarged vertebrae anterior to posterior leaving the implants less than desirable in regards to surface area coverage. The anterior portion of the implant did not sit on the anterior apophyseal ring. The original surgery was considered successfully completed. However, it was noted the use of the product was off label; as per the technique guide for this device, prodisc-l is indicated at one level of the spine. Following the surgery the patient was stable. The patient did not have prolonged bed rest after surgery and was walking the next day. Anticoagulants were used post-operatively only. During the revision there was no presence of damage or breakage to the initially implanted devices. The revision was successfully completed. There was no delay to either the original or revision surgeries. Other medical intervention was ordered after the revision due to suspected deep vein thrombosis (dvt) in the lower extremity (stat diagnostics were ordered). The patient began experiencing problems in the post-anesthesia care unit after the revision surgery. The patient expired less than 24 hours after the revision due to an embolism. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Clarification: an event date for post-operative pain is normally left unknown; however, the patient in this instance was very specific as to when the pain first began. As such, (B)(6) 2016 will be left as the date of event for this complaint. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.